Manufacturer narrative:
Device evaluation: the report of abnormal pump power values could not be confirmed as no log files were submitted for evaluation. In addition, no device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 5.5 inches from the pump housing and the severed portion was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a heart transplant on (B)(6) 2017. Reportedly, the patient had high lactate dehydrogenase (ldh) and unspecified abnormal pump power issues. The patient was listed as status 1a for transplant for pump thrombus. The pump was to be returned for evaluation.